Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a device manufacturer representative regarding a patient receiving an unknown drug at an unknown concentration and dose via an implantable infusion pump. The indication for use was noted to be non-malignant pain. It was reported that the patient's pump was at an angle and uncomfortable. It was diagnosed by physical exam. A contributing factor was noted to be "possibly weight change." The patient was taken to the operating room on (B)(6) 2018 to have the pump repositioned in the pocket. The issue was considered resolved. The patient's status at the time of the report was alive - no injury. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) via a device manufacturer representative on 2018-jun-01. It was reported that the cause of the pump being at an angle was that the patient had gained weight. The doctor felt that the excess tissue in the abdomen had pushed the pump down and the pressure "had thinned the tissue over the pump." The patient had the pump repositioned to a higher location on the abdomen on (B)(6) 2018. The patient went home and was recovering. The patient's weight was provided. No further complications were reported.